Event description:
Patient revised due to pain, found polyethylene wear and slight osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should additional info be rec'd the investigation will be reopened. Depuy considers the investigation closed.